Manufacturer narrative:
The device history record ( DHR) of lot number 5648423 was reviewed on 7/3/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned device was completed by the failure analysis lab on 7/6/2018. Device evaluation summary: it was reported that a female patient had 400cc mentor memorygel breast implants placed and had a left-sided rupture post procedure. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. Black material was observed on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the anterior view. A rent measuring 15.0cm was discovered at the end of the crease on the anterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the black material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received with the field experience report on 4/20/2018. The event date, implant date, explant date, concomitant product, and lot number have been updated. The patient's date of birth and age have been obtained. The procedure being performed was a breast augmentation. The replacement devices were mentor memorygel breast implants (right- catalog #3504001bc, serial #(B)(4)/ left- catalog #3504001bc, 7473890-075). The mentor failure analysis lab received the device for evaluation on 5/10/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The concomitant product was erroneously omitted from the supplemental report previously submitted on 5/14/2018. Concomitant medical products: 400cc mentor memorygel breast implant, catalog #3504001bc, lot #5648423. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 400 cc mentor memorygel breast implant, catalog #3504001bc, serial # (B)(4). (B)(4).

Event description:
It was reported that a female patient had 400 cc mentor memory gel breast implants placed and had a left-sided rupture post procedure. No issues were noted on the right sided prosthesis. As a result, bilateral prosthesis replacement with similar mentor implants was performed on (B)(6) 2018.